Event description:
It was reported that the patient presented to the emergency room for chest pains. As part of the examination, the implantable cardioverter defibrillator was interrogated and found in back up mode. The physician attempted to restore the device but was unsuccessful, leading to the conclusion that the implantable cardioverter defibrillator was at end of life. Physician was advised to perform a device exchange, but no changes or interventions were performed. The patient was in stable condition.